Manufacturer narrative:
Additional data: h10: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: d3, g1, and g4.

Event description:
The consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test performed. Repeat testing was performed and generated a negative result. Confirmation testing was performed in a testing facility and generated a positive result. The customer stated the patient was symptomatic and had severe cough. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.